Event description:
It was alleged by an attorney/legal representative that the patient "suffered a life threatening episode that required emergency hospitalization and a corrective procedure on (B) (6) 2010 as a result of a manufacturing defect in a defibrillator that had been previously implanted." The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.